Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the device is not responding properly. Customer's blood glucose was 80 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.